Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in severely tortuous and severely calcified vessel below the knee vessel. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation and was initially inflated at 6 atmospheres in 30 seconds. However, during the second inflation at 6 atmospheres in 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient condition after the procedure was good.

Manufacturer narrative:
(B)(6).